Event description:
Customer reported the system stopped working in the operating room. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu board. System operates as intended.